Manufacturer narrative:
Neither the device nor diagnostic imaging was returned for evaluation; therefore, the reported clinical observation was unable to be confirmed. The device history record (DHR) was unable to be reviewed as no serial number was provided. It is well known bioprosthetic tissue valves can deteriorate with time and eventually fail due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The rate of structural valve deterioration (svd) in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Risk factors previously found to be associated with bioprosthetic svd include mitral valve position, renal insufficiency, and hyperparathyroidism. In this case, calcification was noted during clinical observation. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm magna pericardial aortic valve was treated with a 26 mm edwards transcatheter valve via a valve-in-valve procedure due to severe aortic stenosis, calcification and fusion of two leaflets after an implant duration of approximately ten (10) years. Both devices remain implanted. The procedure was successful with excellent results and the patient was last reported to be hospitalized in stable condition. Through follow up with the health care provider, it was learned that this (B)(6)-year-old male patient's medical history included coronary artery disease, a two-vessel coronary bypass grafting surgery, aortic valve replacement due to aortic stenosis, maze procedure, permanent pacemaker, nstemi, hypertension, and high cholesterol.